Event description:
It was reported that after a laparoscopic partial colectomy up to splenic flexure with extracorporial anastomosis procedure, a (B)(6) with no vascularity problems, nor malnutrition presents with fever on the fifth day the post op. Open surgery was performed with a re-anastomosis. Patient develops a fistula. In 6-8 weeks, patient has a reintervention and ends up with a colostomy.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Additional information provided: was the rep present for this case? No. Please clarify surgery date and date patient presented with a post op fistula? Patient goes back to surgery on (B)(6) 2011 with a leak. Where was the fistula in relation to anastomosis site? Next to the staple line. Is a pathology specimen available? A pathology report is available. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Diabetes, hypertension, diverticulitis. Pre-existing conditions had no impact on the outcome. How long has the surgeon been using this device for this procedure? (B)(6) 2011. What predicate device was used by the surgeon? N/a. Was there a recent conversion to ees devices in this account or with this surgeon? No, this is a (B)(4) account.